Event description:
It was reported that during the pulse field ablation procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. The faradrive sheath was advanced over the wire after transseptal puncture, aspiration was performed, and a farawave catheter was introduced into the faradrive sheath. After sheath aspiration was done again, an air leak through the sheath valve occurred and air bubbles were observed. The troubleshooting steps included trying to advance the farawave catheter again, but no improvement to the sheath was seen. Thus, the sheath was replaced, and the procedure was completed successfully with a new sheath. No patient complications were reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis. It was further reported that no issues were seen during preparation. A pressure bag was used as the method of irrigation of the sheath. During aspiration, when the farawave catheter was inside the sheath, the reported air bubbles were mentioned in the aspiration syringe with luer-lock connector. No air was seen in the patient.

Manufacturer narrative:
B5: describe event or problem - updated with additional narrative.

Event description:
It was reported that during the pulse field ablation procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. The faradrive sheath was advanced over the wire after transseptal puncture, aspiration was performed, and a farawave catheter was introduced into the faradrive sheath. After sheath aspiration was done again, an air leak through the sheath valve occurred and air bubbles were observed. The troubleshooting steps included trying to advance the farawave catheter again, but no improvement to the sheath was seen. Thus, the sheath was replaced, and the procedure was completed successfully with a new sheath. No patient complications were reported. The sheath is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulse field ablation procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. The faradrive sheath was advanced over the wire after transseptal puncture, aspiration was performed, and a farawave catheter was introduced into the faradrive sheath. After sheath aspiration was done again, an air leak through the sheath valve occurred and air bubbles were observed. The troubleshooting steps included trying to advance the farawave catheter again, but no improvement to the sheath was seen. Thus, the sheath was replaced, and the procedure was completed successfully with a new sheath. No patient complications were reported. The sheath was returned for analysis. It was further reported that no issues were seen during preparation. A pressure bag was used as the method of irrigation of the sheath. During aspiration, when the farawave catheter was inside the sheath, the reported air bubbles were mentioned in the aspiration syringe with luer-lock connector. No air was seen in the patient.

Manufacturer narrative:
Device evaluated by MFR.: the faradrive steerable sheath was returned to boston scientific with the dilator fully inserted into the sheath. Being returned in this manner can introduce damage to the hemostatic valve or exacerbate any prior clinically related hemostatic valve damage, which can negatively impact valve performance during returned device testing. The faradrive steerable sheath was prepared for leak testing, however, an attempt to purge the sheath of air was unsuccessful as the device was observed to leak from the proximal end of the sheath. Microscopic inspection of the hemostatic valve identified that the inner and outer valves were torn, and that both valves were deformed and not sealing properly, likely due to the dilator being inserted in the sheath for an extended period of time during transit to boston scientific.